Event description:
Total knee replacement: at the end of the procedure when the surgeon was impacting the femoral component onto the femur, the instrument broke in half and the plastic separated from the metal.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted instrument confirmed the reported breakage. The root cause is attributed to wear out through normal use and servicing. Based on the determination of as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.